Manufacturer narrative:
(B)(4). Results: occlusion, surgical bypass. Unknown cause of event. Conclusion: unknown cause of event.

Event description:
An endurant stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient presented with claudication due to occlusion of the contralateral iliac limb which was extended into the external iliac artery. The contralateral iliac limb landed 2 cm¿s into the external iliac artery where there was mild tortuosity. The limbs were not crossed at implant. Three endurant aortic cuffs were implanted, 36x36x49, 20x20x82, and 20x20x82 creating an aui with a femoral to femoral bypass. No additional clinical sequelae were reported and the patient is fine.